Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to remove could not be tested as the device was returned with protective sheath removed from the balloon/stent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to operational context as it is likely that inadvertent mishandling during protective sheath/stylet removal, as resistance was noted, caused the reported difficult to remove and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use, the 4x12mm xience alpine stent fell off the balloon as the stylet was being removed from the distal end of the system. There was no resistance removing the device from the dispenser coil or removing the stylet, but there was slight resistance when removing the protective sheath. Force was not applied during removal of the sheath or stylet, and there was no manipulation of the stent implant at any point. The device was not used and there was no patient involvement. The procedure was completed with an unspecified device. There was no clinically significant delay in the procedure. No additional information was provided.